Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. The customer indicated that the sensor glucose was 106 mg/dl and blood glucose was 400 mg/dl. The customer indicated that they have had issues with the sensor, but was able to connect to the sensor. No further high blood glucose troubleshooting was performed and no further assistance was necessary.